Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, "after implanted the ia and pressure went up". Additional information was provided indicating that a vitrectomy was performed, the procedure was completed and the patient issues have resolved. Further details were provided indicating that when the surgeon was performing irrigation/aspiration (I/a) to remove the viscoelastic from the eye, the pressure went up. The iol was removed and a vitrectomy was performed. The intraocular pressure (iop) started to increase and a capsule tear occurred. The issue was resolved with a different lens model. The patient went home fine and then went to the emergency room that day because her iop went up. The next day the patient was seen at the doctor's office and everything was fine. The visual acuity was 20/20.